Event description:
I had lasik on my left eye in (B)(6) by the doctor who invented the method, the highly esteemed professor dr. (B)(6). He assured me how safe, successful and without complications and side effects the procedure is. As a result of lasik, my vision on the left eye has been blurry ever since. I got irregular astigmatism, farsightedness, early cataract. I have to use a hard contact lens for the irregular astigmatism to reduce the blurry vision. The doctor tried to fix the issue with a second procedure, laser incisions, which was equally unsuccessful. He even suggested it will help to have the right eye done. The doctor ended up taunting me and telling me to take care of my psychological issues. I went from thinking I was lucky to have the services of one of the best doctors to relying on my right eye only to function. It was complete and utter devastation and I felt completely abandoned and helpless.